Event description:
It was observed that during the device evaluation, the rigid video laparoscope had sharp scratches on the gold plating and distal edge and minor stains under the light guide cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event sharp scratches on the gold plating and distal edge caused by a component failure. However, minor stains under the light guide cover glass also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.